Event description:
The customer contacted beckman coulter, inc (bci) to report that their unicel dxc 600i synchron access clinical system gave an erroneously high sodium (na) result for one pt sample. The erroneous result was reported out of the lab. It is unk if there were any changes to pt treatment as a result of this event. There were no reports of death or serious injury. Immediately prior to the event, a bci field svc engineer (fse) had bleached the ion selective electrode (ise) flow cell. The ise sys was calibrated and the qc (qc) results were within the lab's acceptable ranges. A na result of 179 mmol/l was generated by the analyzer. The other ise results run on this sample at the same time were "results suppressed." As the pt was critically ill, the high na result was reported. The sample was then repeated on the lab's second analyzer. The na result was 135 mmol/l and the other ise results were believable. An amended report was issued. The ise sys was recalibrated and another qc was run. As of (B)(4) 2009, there were no further occurrences of erratically high na results or suppressed.

Manufacturer narrative:
A bci fse was on site during the event. The event appears to be related to the bleaching of the ise flow cell. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events.